Event description:
It was reported, there was a motor stall and motor stall recovery caused by having a magnetic resonance imaging (MRI) procedure or other medical procedure. The issue had been resolved.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).